Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and facial nerve stimulation. Reprogramming attempts were made; however, the issue could not be resolved, leading to the decision to discontinue use of the device. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the patient's surgeon, the patient underwent revision surgery on (B)(6) 2013, to correct the positioning of the implanted electrode array. This report is filed (B)(4) 2013. Implanted device remains.